Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and was found slightly loose. The pump was unable to verify motion sensor test failure alarms due to motor error alarms. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window and loose drive support disk.

Event description:
The customer reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that the pump alarmed during bolus. The customer stated that he does not use the sensor feature. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.